Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had ¿depleted after two years.¿ the patient¿s physician reportedly ¿ suspected premature battery life.¿ the ins was replaced as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.